Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of pain dyspareunia, or infection, quality accepts the patient¿s observations. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the patient is experiencing chronic pain (5 months since the operation) with right quadricipital muscle weakness preventing her from standing for long periods (even while taking a shower or preparing a meal).pain at the starting point of the operation, radiating from the inside of the thigh to the foot (always from the inside, thigh, leg, foot, ending at the toes). Gene and pain when walking, repeated vagal discomfort, sometimes inability to stand up when crouching.

Event description:
According to available information, this patient experienced pain at the thigh roots radiating to the foot, pelvic pain, urinary, dyspareunia, urinary infection, vaginal discomfort, chronic pain, right quadricipital muscle weakness preventing her from standing for long periods including while taking a shower or preparing a meal. Patient has pain since the operation, radiating from the inside of the thigh to the foot, pain from the inside thigh, leg, foot, ending at the toes and pain when walking.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.